Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock for vt due to oversensing of noise.

Manufacturer narrative:
Manufacturer report 2938836-2015-31248 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).